Event description:
It was reported that the customer's insulin pump received a failed battery test error. Customer's blood glucose level at the time 98mg/dl. Battery cap was damage so no troubelshooting could be performed. Advised insulin pump would be replaced.

Manufacturer narrative:
Blank display due to corroded battery tube. Unable to confirm failed battery test alarm due to blank display. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump was not received with original battery cap.(B)(4).